Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify pump error 35 due to critical pump error (open book image) alarm. Device received with cracked case on the back at the battery tube threads, cracked keypad overlay at select button and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had a pump error alarm. The blood glucose level was 122 mg/dl. The customer reported that the insulin pump had cosmetic damage. The troubleshooting was performed for the pump error and was not completed for the damage. The customer was advised that the insulin pump requires replacement and revert to backup plan. The insulin pump will be returned for analysis.